Manufacturer narrative:
Corrected receive date of product is (B)(4) 2012. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report regarding a patient who had an intraocular lens explanted due to experiencing myopia post-procedure. A new lens was put into place and the original incision was closed with a suture. No patient injury was reported.

Manufacturer narrative:
The returned lens was inspected at 10x microscope magnification. Two halves of the lens were received in a plastic bag. Lens had surface residuals adhered to both sides of optic body compatible with handling the lens in a non-sterile environment. Also, one of lens halves was received without loop. Observations are compatible with the explant procedure. Optical measurement: the two halves of lens were joined for testing purpose. Conclusion: optical inspection results showed that the lens diopter corresponds to a 18.0 diopter lens. Different refractive power was not verified in the sample returned.